Event description:
As reported by the user facility: I would like to report that caps las vegas has found several sealed eva mixing container packets with particles inside, which compromises sterility and renders the bags unusable.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the non-conformance system database was performed for the reported lot numbers and no abnormalities or nonconformances were noted during the in process or final product inspection. Through visual examination, the presence of a trace of the adhesive tape used to close the carton box in the middle of the plastic film on of the pouch was observed. The sterile barrier was still intact; the defect can be classified as aesthetical. The issue points to an error occurred during the packaging operation; specifically, it is reasonable to assess that the upper flaps of the carton box were not closed properly, allowing the adhesive tape to come into contact with the first primary packaging. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.